Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator has moved. The patient noted that it was only taking 15 minutes to charge the implantable neurostimulator. The health care professional had told the patient to shut therapy off because it could ¿leak.¿ the patient had turned the therapy off, and it was off at the time of the report.